Event description:
It was reported that the patient presented for a device exchange procedure. During the procedure, it was noted that the right ventricular lead had an insulation breach. The lead was capped and replaced during the procedure on (B)(6) 2021. The patient was stable.